Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit was received with the swivel locking mechanism having both rotational and lateral movement while in the locked position; in addition to heavy residue buildup impeding proper function. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the swivel locking mechanism to have both rotational and lateral movement.